Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced spontaneous right sided deflation and bilateral baker grade iii capsular contracture post procedure. The deflation was diagnosed at the physician¿s office. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 250cc saline prostheses was performed on (B)(6) 2022. The right sided deflation was reported initially under 1645337-2021-13977 on (B)(6) 2021. On (B)(6) 2022 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the left prosthesis.